Event description:
It was reported, the gastric band was removed due to poor weight loss. The sagb partially disintegrated during removal by the surgeon. He has asked for it to be tested for qa. A reinsertion of a new sagb was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4). The band was returned with the buckle torn from the band. Foldlines were also present on the band. The band was leaked test and no leaks found. It is noted that the product's instruction for use (IFU) cautions against damaging any part of the band. An engineering study has been performed to try and replicate the damage seen at the buckle area and it is noted that this failure mode could not be replicated without prior damage to the band by a sharp instrument. It is therefore tentatively suggested that the reported event could be the result of inadvertent damage to the band at the time of implant, ultimately resulting in the buckle damage observed, however, this cannot be confirmed. It is also noted that the damage observed to the buckle will have contributed to the reported event of failure to lose weight. A DHR-review could not be performed as no lot number was communicated. It is unlikely that a manufacturing issue contributed to the reported event. All devices are 100% visually inspected prior to release.